Event description:
A cycler base leak alarm occurred during a routine hemodialysis treatment. Clear fluid was observed in the cycler base. Treatment was discontinued without rinseback, resulting in an estimated blood loss of 190cc. The pt was started on iron and their standard epogen dose was increased as a result of the blood loss. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. The disposable cartridge was discarded and not returned for eval. The cycler base alarmed appropriately. No further investigation is possible. The user's guide provides adequate instructions for troubleshooting alarms and performing rinseback. The user's guide includes warnings to monitor for potential leaks. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.